Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Review of device history records show that lot released with no recorded anomaly or deviation.

Event description:
It was reported that the patient underwent partial left knee arthroplasty on (B)(6) 2014. Subsequently the patient was revised to a total knee on (B)(6) 2015 due to pain. There were no contributing conditions.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. There are warnings in the package insert that state that this type of event can occur: "persistent pain."